Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's plastic distal end cover had a burn, the connecting tube and the protector of universal cord on control section side was sticky. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the burn cause is that the radio frequency current was applied without keeping a sufficient distance from the distal end when using a radiofrequency ablation device, and the cause of the sticky tube was due to degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.